Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/20/2015 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was raynaud's phenomenon.

Event description:
Patient reported having "raynaud's phenomenon." This record is for the right side. Device has been explanted.